Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: no defects were noted. The valve was hydrated for 24 hours. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient on (B)(6) 2016 with lp-shunt (doi and the initial setting are unk). However, the patient condition didn¿t improved and the occlusion of the valve was suspected. The occlusion was confirmed by the size of ventricle by either CT or MRI, as well as pumping the reserver. The valve was removed from the patient¿s body on (B)(6) 2017. The patient condition is being monitored and re-implanting alternative valve is currently under consideration. The patient is (B)(6) female, and her initial is (B)(6). The original disease is sah. There is no further information provided by the hospital.